Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade that required pericardiocentesis and asystole. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) smartablate generator (model# m-4900-07 serial# (B)(4)) smartablate pump (model# m-4900-08 serial# (B)(4)) pentaray nav eco catheter (model# d-1282-11-s lot# (B)(4)) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade that required pericardiocentesis and asystole. After mapping and some ablations, the catheter did not appear to be inside the map borders. It was noticed on intracardiac echocardiogram that a pericardial effusion was growing. A pericardiocentesis was performed and an unknown amount of fluid was removed. No errors on equipment and it worked within specifications. It took a while to cross transseptal and the patient went asystolic for 5 seconds but it resolved before ablation was attempted. Patient was on anesthesia and did not move. No map shift was noted. It is unknown if the patient required hospitalization. The physician did not provide a causality opinion for the event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on (B)(6) 2017. There were no errors/alerts noted on carto system during procedure. It was in fine working order and not viewed as contributing to the issue with this patient. The common workflow at this account is detailed anatomy created by carto before ablating. They also use computed tomography scans to know what the anatomy should look like for the left atrium. The catheter tip then noticeably extended past the anatomy we had created on carto and an impedance spike accompanied it. This was immediately noted by physician and he withdrew catheter. Fluoroscopy was available, however the catheter location was not noted on fluoroscopy because the physician had already started withdrawing or had completely withdrawn before he stepped on pedal to view catheter. Manufacturer's ref. No: (B)(4).